Event description:
It was reported that: when the staff tried to use the monitor at approximately noon on thursday the monitor shut down on its own. No alarm/power down tone was provided for the shutdown. No adverse patient impact was reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that: when the staff tried to use the monitor at approximately noon on thursday the monitor shut down on its own. No alarm/power down tone was provided for the shutdown. No adverse patient impact was reported.

Event description:
It was reported that: when the staff tried to use the monitor at approximately noon on thursday the monitor shut down on its own. No alarm/power down tone was provided for the shutdown. No adverse patient impact was reported.

Manufacturer narrative:
A draeger technician went on site and was unable to collect the device logs as the delta could not communicate with the c700. The reported symptom could not be reproduced, the device did not shut down unexpectedly at any time during the evaluation. The mainboard was replaced to resolve the communication issue. As the mainboard was replaced, the logs were no longer available for the event. The device was returned to use and no further issues have been reported. The replaced main board was returned to draeger for evaluation and no malfunction was identified. Therefore, root cause could not be determined.